Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of adverse event related to procedure. This code was selected as the most probable complaint cause based on the reported cascade of events that occurred after the synergy xd device came in contact with a previously placed unexpanded stent. It is likely that the profile of the previously placed stent contributed to the difficulties advancing this synergy xd device and likely resulted in the removal difficulties and the stent detach. Multiple devices had been used to try and expand the non-bsc under expanded stent. The detached synergy xd stent was treated (deployed) in the proximal left anterior descending (lad). Although stent thrombosis is a known adverse event associated with device use, the reported thrombosis occurred in the circumflex. The exact cause of the thrombosis and death could not be established. The physician did not know what resulted in the thrombosis. Although it is not possible to determine what influence the synergy xd stent may have had, resulting in the reported chest pain, it is noted per the product instructions for use that chest pain is a known adverse event associated with device use.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery (lad). A guidewire was advanced through a previously under expanded left main stent, and into the lad. Following pre-dilatation of the proximal segment with a 2.50 x 12 emerge, a 2.50 x 12mm synergy xd drug eluting stent (des) was advanced but failed to cross the under expanded left main stent. A 4.00 x 48 mm non-boston scientific (bsc) balloon was then positioned in the left main to attempt expansion of the previously placed stent. Following this attempt, the 2.50 x 12mm synergy xd des was again advanced but could not cross and became stuck in the distal portion of the left main stent. The stent dislodged and the physician withdrew the stent delivery balloon from the body. Implantation of the 2.50 x 12mm synergy xd des in the proximal lad lesion was unsuccessful. The 2.50 x 12mm synergy xd des was subsequently dilated using a 1.50 x 8 mm non-bsc semi-compliant balloon, followed by a 2.00 x 8 mm non-bsc balloon, and then further dilated using a 3.50 x 12 mm non-compliant balloon. Shortly after, thrombosis formed in the circumflex artery. A 4.00x 8 mm non-bsc non-compliant balloon was advanced toward the previously under expanded left main stent but was unable to cross the stent. The patient died. The official cause of death was thrombosis. It was further reported that the under expanded left main stent was a non-bsc device. The patient experienced chest pain. The thrombosis was treated by balloon dilation of the vessel.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient presented with coronary artery disease and was undergoing percutaneous coronary intervention. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending artery (lad). A guidewire was advanced through a previously under expanded left main stent, and into the lad. Following pre-dilatation of the proximal segment with a 2.50 x 12 emerge, a 2.50 x 12mm synergy xd drug eluting stent (des) was advanced but failed to cross the under expanded left main stent. A 4.00 x 48 mm non-boston scientific (bsc) balloon was then positioned in the left main to attempt expansion of the previously placed stent. Following this attempt, the 2.50 x 12mm synergy xd des was again advanced but could not cross and became stuck in the distal portion of the left main stent. The stent dislodged and the physician withdrew the stent delivery balloon from the body. Implantation of the 2.50 x 12mm synergy xd des in the proximal lad lesion was unsuccessful. The 2.50 x 12mm synergy xd des was subsequently dilated using a 1.50 x 8 mm non-bsc semi-compliant balloon, followed by a 2.00 x 8 mm non-bsc balloon, and then further dilated using a 3.50 x 12 mm non-compliant balloon. Shortly after, thrombosis formed in the circumflex artery. A 4.00x 8 mm non-bsc non-compliant balloon was advanced toward the previously under expanded left main stent but was unable to cross the stent. The patient died. The official cause of death was thrombosis.